Event description:
It was reported to philips that the system was unable to work during a procedure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.